Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with a miniarc on or about (B)(6) 2011 with the intention of treating her stress urinary incontinence and/or pelvic organ prolapse. It was alleged the plaintiff suffered serous bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissue, dyspareunia, and other injuries. It was also alleged the plaintiff experienced significant mental and physical pain and suffering, has required and/or will require add'l surgeries and medical treatments and has sustained permanent injury.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.